Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd has initiated a CAPA # (B)(4) to document further investigation and root cause of this product issue. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® precisionglide¿ multi-sample needles had foreign matter on the cannula of 3 different devices in this lot # 5153454. Problem was noticed before use. No serious injury, no medical interventions.